Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd prn adapter leaked. The following information was provided by the initial reporter translated from chinese to english: "leakage at the interface of the heparin cap was found when the single-use heparin cap was used to connect with the indwelling needle, and it was replaced immediately with a new heparin cap without leakage.".

Event description:
No additional information provided.

Manufacturer narrative:
1. No sample and no defect picture was returned ; 2. Review batch record information, 1) the complaint lot#3136767 was produced in the prn automatic assembly line, the production date is 2023, 06, and the packaging machine was packaged in 2023, 06 and the batch of products totaled (B)(6); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Performed the leakage test for the retained sample of complaint lot ( that is rotary the prn to the standard luer connector , and inject standard water system into prn , to check whether is abnormal on the prn ), the test result is pass, see attachment 1- the test report of retained sample; 4. Root cause : due to no sample and no defect picture was returned , the detail failure mode cannot be identified , the root cause cannot be confirmed 5. The plant continue pay attention to this defect.